Manufacturer narrative:
The investigation determined that lower than expected sodium (na+) results were obtained from a non-vitros biorad quality control fluid (lot 47943) processed using vitros na+ microslides on a vitros 350 chemistry system. The assignable cause could not be determined. The customer did not provide historical quality control results for assessment of na+ performance prior to the day of the event. Therefore, a reagent issue cannot be ruled out as a contributing factor. In addition, user error where the customer used an inappropriate reference fluid lot cannot be ruled out as a potential contributing factor. Performance testing indicates that the vitros 350 chemistry system was performing as intended and an instrument was ruled out as a contributing factor.

Event description:
The investigation determined that lower than expected sodium (na+) results were obtained from a non-vitros biorad lot 47943 quality control fluid processed using vitros na+ microslides on a vitros 350 chemistry system. Biorad lot 47943 = 135, 135, 135, 136, 132 mmol/l versus expected 173 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros na+ results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report is number 5 of 5 MDR¿s for this event. Five (5) 3500a forms are being submitted for this event as 5 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).